Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that only a main coil was returned for this complaint. The interlocking arm of the coil was detached and it was not returned. The coil was found stretched and kinked. Microscopic inspection of main coil revealed that the zap tip has a smooth surface. The interlocking arm was detached from the coil and it was not returned. Dimensional inspection of the main coil revealed the components were within specifications.

Event description:
Reportable based on device analysis completed on 04nov2020. It was reported that the coil prematurely deployed. The target lesion was located in the splenic artery. A 10mm x 40cm interlock -35 coil was selected for use. During procedure, it was noted that the coil deployed in the tip of a non-boston scientific catheter. The entire system was removed and lost all access to the vessel. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed that the interlocking arm was detached from the coil.